Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2019-61737. This report is for the same event as manufacturer report: 2937094-2019-61739. This report is for the same event as manufacturer report: 2937094-2019-61740.

Event description:
It was reported that the physician was using the fiber, inside of the patient's body, as an enucleation technique and after 26000 joules and 5 minutes of use the fiber started shooting straight from the tip of the fiber instead of shooting at an angle. A second fiber was chosen to continue with the procedure however after approximately 10 minutes of use the fiber began to shoot straight out of the fiber tip. The fiber was replaced and after 10-15 minutes of use the fiber tip began shooting forward. A fourth fiber was used for approximately 30 minutes with the same results. A fifth fiber was used for approximately 1 - 2 minutes at which time the physician determined that the procedure was completed. There was no clinical consequence to the patient and no damage to the packaging. This is device 2 of 4.